Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Implanted.

Event description:
This procedure is part of create pas. Following the removal of the last guidewire/catheter, the patient experienced a tia with symptoms including aphasia and right hand paralysis. Neosynephrine was administered and the patient recovered without sequelae. Please reference MDR 2183870-2012-00012 for the spiderfx used in this procedure.